Manufacturer narrative:
An event of migration or expulsion of device and hemolysis was reported. A returned device assessment could not be performed as the device was not returned for analysis. Reportedly, the inferior vena cava (ivc) was protruding into the right atrium and the decision was made to trim the end of the stent. It was believed that the edge of the open stent interacted with the occluder, the open edge of the stent cutting into the nitinol wire braid of the occluder and causing the device to break into two pieces. Images/video were provided showing both the index procedure and the follow up. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported device expulsion appears to be related to previously-implanted stent frame which was present in close proximity to the ado device. The reported surgical intervention was a result of case-specific circumstances as a device was snared and removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instructions for use, "the amplatzer¿ duct occluder is a percutaneous, transcatheter occlusion device intended for the nonsurgical closure of a patent ductus arteriosus (pda)."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 10-8mm amplatzer duct occluder was selected for implant on (B)(6) 2024 using a 6f amplatzer torqvue delivery system to close a ruptured sinus of valsalva (sov). The defect was measured at 6mm under transesophageal echocardiogram (tee) and 4.8mm under angiography. A stability check was performed. The occluder was implanted. Approximately two weeks after the procedure the patient presented with hemolysis. On (B)(6) 2025 a cardiac catheterization showed one radiopaque marker in the aortic sinus and another radiopaque marker in the right pulmonary artery and a recurrent shunt flowed across the ruptured sov. The leak was measured greater than 5mm. The occluder was surgically removed and the ruptured sov was surgically closed. The radiopaque marker was not removed from the patient as it was not causing an obstruction. It was noted that the inferior vena cava (ivc) was protruding into the right atrium and the decision was made to trim the end of the stent. It was believed that the edge of the open stent interacted with the occluder, the open edge of the stent cutting into the nitinol wire braid of the occluder and causing the device to break into two pieces. The patient status was stable.